Event description:
Healthcare professional reported a left side "rupture." Patient reported " body feeling hot and itchy and feeling sick". Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
The device has been explanted and replaced.